Event description:
Cancer patient. Patient experienced an embolism in canal after stem was cemented in femur. The patient crashed and passed away on the table during the surgery.

Manufacturer narrative:
Based on the review of device history records, the investigation concluded that the root cause of this adverse event was not related to the design, manufacture, and/or sterilization of the eleos devices. The investigation concluded that intraoperative embolism is a procedure-related complication and is unrelated to the device.

Event description:
It was reported by h. Lewis, an onkos sales representative, that a female patient in her 70's terminally suffered from an intraoperative embolism during the primary surgery to implant an eleos proximal femur replacement on (B)(6) 2023. Bone cement was utilized to fixate the cemented segmental stem in the proximal femur.